Manufacturer narrative:
Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the needle hub was too large for syringe during use with a bd precisionglide¿ needle. The following information was provided by the initial reporter: the patient draws up her enbrel by the freehand method. When patient attempted to attach the needle to the syringe, the needle hub was too large for the end of the syringe. Patient stated that the needle wrapper was the same as usual. The needle was the same length as usual. All components have been discarded. Patient had an extra needle that she was able to use to draw up and receive her dose.